Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated the actual rate of battery depletion fell within an acceptable range, and the device passed longevity by 292%. It was noted the device had reached end of life (eol) battery status six months prior to explant. Next, a series of diagnostic tests were conducted to verify the performance of defibrillation, pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed this testing with the exception of the battery related test for rv pace shock which was due to low battery voltage. This is an expected finding as the device had reached eol six months prior. In conclusion, laboratory analysis determined the device operated normally, depleted normally, and surpassed calculated longevity.

Event description:
It was reported that this implantable device had triggered a code 1007 due to capacitor charge time exceeding limitations. Technical services (ts) was consulted for further review and recommendations. The following day, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this implantable device had triggered a code 1007 due to capacitor charge time exceeding limitations. Technical services (ts) was consulted for further review and recommendations. The following day, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.